Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor experienced a no flow event. The pump contained cytotoxic solution (5fu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured (B)(4) 2017 ¿ (B)(4) 2017. The device was received for evaluation with approximately 93ml of fluid in its bladder. Visual inspection revealed no evidence of fluid coming out at the distal luer when the luer cap was removed. Microscopic inspection of the luer revealed that the cause of the flow problem was due to micro air bubbles blocking the fluid path inside the glass capillary. The reported condition was verified. The cause of the air bubbles was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.